Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Medical records provided were reviewed and confirmed the reported event. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the reported even is a result of a procedure-related complication, the root cause was determined to be unrelated to the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was patient was revised approximately six years post implantation due to arthrolysis around the native patella. The surgeon revised the articular surface while removing scar tissue predominantly around the patella to improve patella tracking and increase range of motion. Attempts to obtain additional information have been made; however, no more is available.